Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facscanto ii cytometer 4/2/2 sys ivd, part# 338962, serial # (B)(6). Problem statement: customer reported complaint of erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 28oct2020 to date 28oct2021. Complaint trend: there are 16 complaints related to the issue of erroneous results, date range from 28oct2020 to date 28oct2021. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results could not be definitively determined. The customer had initially reported that the instrument was producing unstable histograms and dot plots during sample tests and a field service was scheduled. Prior to the arrival of the fse (field service engineer) the customer ran contrad and bleach through the system. When the fse arrived onsite, they ran cab beads to verify optical alignment but the issue could not be duplicated. No parts were requested for evaluation as there were no parts replaced. After the initial instance of erroneous results and the cleaning performed by the customer, the instrument was functioning as expected. The instrument was not being used for clinical treatment at the time of the incident, and thus did not affect or delay the treatment of any patients. Cleaning the fluidics and regular maintenance is essential for keeping the instrument at its optimal performance. This information can be found in the bd facscanto¿ ii flow cytometer instructions for use (IFU) manual, #23-20269-00 rev. 1/vers. A, starting on page 150. Troubleshooting procedures can be found in the IFU starting on page 181, and page 201 for data issues. The safety risk is limited, s2, and there was no impact to patient health or safety. Service max review: review of related work order #: 02176761, case # (B)(4). Install date: (B)(6) 2006 defective part number: n/a work order notes: o subject / reported: unstable histogram and dot plots while running sample o problem description: unstable histogram and dot plots while running sample o work performed: arrived on site to complete canto ii non-emergency call on (B)(4) located at (B)(6) hospital in (B)(6), md. I ran cab beads to verify optical alignment. Customer ran a tube of warm contrad and bleach prior to my service visit- the symptom could not be duplicated. Ran cst performance test and 7 color setup .....both passed. I completed the service call as per (bdfacscanto ii, doc. (B)(4), rev. 02). I used no parts on this call. O cause: problem could not be duplicated / guess is a small clog occurred in flow cell path. O solution: the instrument is testing without errors and I have returned (B)(6) to the lab for normal use. (Panels are currently being loaded.). I used laser power meter model: coherent part # 500003780 serial number (B)(6) and heise guage- model: pte-2 part #335618 /serial 22405) and digital multi-meter model: fluke 115 part# 98-10248-00 serial# (B)(6) calibrated equipment furnished by bd. The current software version level that the device is running is facs diva v8.0.1 and facs canto software v3.1. No RMA parts were used. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part #338960-05ra, version a, bd facscanto ii flow cytometer (daq) fmea was reviewed. The severity rating in this file is an ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no o item: events analysis o function: calculates basic parameters from event pulse (height, area, and widths) o potential failure mode: parameters do not change or are calculated incorrectly o potential effects of failure: .incorrect data o potential causes/mechanisms of failure: fpga/dsp o current controls: instrument setup/calibration (qc) fails o recommended actions: n/a o sev: 8 o occ: 2 o det: 2 o rpn: 32 mitigation(s) sufficient ¿yes ¿no root cause: based on the investigation results the root cause of the erroneous results could not be determined. Conclusion: based on the investigation results the root cause of the erroneous results could not be determined. Upon arrival, the fse ran cab beads to verify the optical alignment. The instrument was tested and the issue could not be duplicated. As the instrument was functioning as expected, no repair was performed on the instrument. No treatment or diagnosis was given due to the unexpected results. The safety risk is limited, s2, and there was no impact to patient health or safety.

Event description:
It was reported while testing with bd facscanto¿ ii system w/fluidics cart, 1 erroneous result was obtained. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that there are unstable histogram and dot plots while running sample. This failure occurred while running patient samples.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd facscanto¿ ii system w/fluidics cart, 1 erroneous result was obtained. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that there are unstable histogram and dot plots while running sample. This failure occurred while running patient samples.